Manufacturer narrative:
(B)(4). Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure specific training manuals and proctored procedures are also included. In this case, the malposition was attributed to the fair image intensifier angle and poor coaxial alignment of the delivery system and valve. The patient¿s mild native calcification, likely undersized valve, and conscious sedation might have also contributed to the event. The pvl was attributed to the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the 26mm sapien xt valve was positioned 50:50 aortic/ventricular (a/v), however, during deployment the valve landed 40:60 a/v on the non coronary cusp (ncc) side and 50:50 a/v on the left cusp coronary cusp (lcc) side. The post deployment tee showed mild-moderate paravalvular leak (pvl). Per report, no bav was performed. The valve was post dilated with 2cc additional volume in delivery system for a total of 24cc (nominal 22cc). Mild to moderate pvl was observed after balloon inflation. The decision was made to deploy a second 26mm sapien xt valve. The second valve was deployed within the first valve. Repeat tee showed pvl had reduced to mild. No additional complications noted. The patient was noted to have tolerated the procedure well. The native aortic annulus diameter measured 28mmx23mm by CT with an area of 520mm². The aortic valve was mildly calcified and the native leaflets had no calcification. The image intensifier angle was described as fair. The coaxial alignment of the delivery system and valve was described as poor. Ventilation was not held as the patient was under conscious sedation. There was no loss of pacing capture during valve deployment. It was perceived that the malposition was caused by the poor coaxial alignment of delivery system and native valve and the fair image intensifier angle. The pvl was attributed to the malposition of the valve.